Manufacturer narrative:
The implicated disposable set has not been returned for investigation. The retention sample for the associated lot was reviewed and there were no problems observed. The manufacturing records for this lot were also reviewed and no anomalies were identified. All 3-spike disposable sets are 100% leak tested prior to release. Without further information, it is difficult to determine what occurred in this case. It was reported that the fluid leak only occurred in one set. There was no patient injury reported. A review of complaints for the past year indicate that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility emergency department reported that while using a belmont 3-spike disposable set there was "fluid coming out of the end of the round plastic canister."